Manufacturer narrative:
The customer evaluated the device and confirmed the ac power module required replacement. The customer was provided with part number and pricing for a replacement ac power module. No further investigation is required.

Event description:
It was reported to philips that the device needs the ac power module replaced. There was no patient involvement.